Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the system using the original lamp module and the new lamp module but neither could light up. The illuminator was replaced two times, but the issue persisted with both. The lamp modules were replaced three times, but the issue persisted. A new illuminator was used as a replacement and the issue resolved. The system was tested and verified as ready for use. Isi received the replaced illuminator involved with this complaint and completed the device evaluation. Failure analysis installed the illuminator on an in-house system and confirmed the reported issue. The ID board was checked, and the illuminator was found. Upon powering on, errors showed and when attempting to ignite the illuminator the reported 48245 was displayed.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the system displayed error code 48245 when the illuminator was powered on. The customer received phone assistance from the technical support engineer (tse). The tse guided the customer to check the lamp module life hour and confirmed it had 431 usable hours remaining. The tse guided the customer to power cycle the system, flip the circuit breaker and emergency power off on and swap to a new lamp module but there was no improvement, the issue persisted. The tse guided the customer to use a 3rd party illuminator to continue the procedure and this resolved the issue. Isi followed up with the initial reporter and obtained the following additional information: the user continued with the procedure using a 3rd party illuminator on the same system. No known impact or patient consequence was reported.